Manufacturer narrative:
The device was returned to olympus for evaluation and the finding noted during device evaluation was that there was foreign material in the objective lens. The customer cleaned and disinfected the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The customer stated there were no abnormalities in the accessories used for reprocessing. The distal end was wiped/brushed with clean lint-free cloths, brushes, or sponges. There were no other concerns with reprocessing.the investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object in the objective lens. The procedure was completed without replacing the equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that "a thin film-like coating on the screen, resulting in a whitish image," occurred due to foreign material adhering to the objective lens. In addition, as a result of component analysis, the foreign object was considered to be a protein, since the ft-ir showed a peak derived from a protein, and the edx chart showed strong detection of carbon and oxygen, which could be derived from a protein, as well as nitrogen, which is characteristic of proteins. Proteins could have originated from humans, protein-based drugs, or bacteria. Olympus will continue to monitor field performance for this device.